Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was scheduled for a pump replacement due to elective replacement indicator (eri). The patient did not have symptoms of withdrawal. During the pump replacement on (B)(6) 2014 a side port aspiration was performed to check the integrity of the catheter to rule out a revision/ replacement of the catheter. They were unable to aspirate the catheter. The catheter was blocked. The pump segment was replaced. The explanted catheter was discarded. The cause of the issue was not determined. The spinal segment remains in the patient. Patient status at time of this report was alive; no injury. The pump was delivering morphine and prialt.